Event description:
Reportedly the pump was in use and found to have bolus dosed without being programmed to do so. The anesthesiologist noticed that the volume of the syringe was approx 20ml less than expected during the induction. The drug was reversed by the anesthesiologist without sequela to the pt. No incident report filed.